Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: 'from a jugular approach, as the filter was being advanced through the ivc, it deployed without pressing the release button. Seems like the release mechanism fired on its own" additional information received 19sep2018: "I tried to remove the filter but since it was tilted ran into some challenges. A few of the tines were deformed, pulled up laterally in the end. I pulled the filter up into the suprarenal ivc and left it there. I reviewed the case with another physician and we agreed it would be best to just leave the filter as is." Patient outcome: no reported adverse effects.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. The filter deployed from jugular introducer without pressing the release button. Attempts to remove the filter but "since it was tilted ran into some challenges". A few filter legs were deformed, but the filter was pulled up into the suprarenal ivc and it was decided "best just leave the filter as is." Patient outcome is not reported. No product was returned and no imaging was provided. Therefore, based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to deploy from the jugular introducer without pressing the release button. However, since it is reported, that the filter tilted and that a few filter legs were deformed, it is suggested that unintended manipulation of the jugular introducer/filter during the procedure contributed to the difficulties encountered. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.